Event description:
Toward the end of an atrial fibrillation procedure, a pericardial effusion occurred which required a pericardiocentesis to stabilize the patient. The inquiry catheter was placed in the cs, transseptal puncture was performed, pace mapping was done in the left atrium, and ablation of the veins was performed. While ablating, a drop in the patient's blood pressure was observed. An ultrasound diagnosed a pericardial effusion. A pericardiocentesis was performed and the patient stabilized. There were no reported performance issues with any abbott device. The healthcare provider states that this was not the fault of any abbott device. He alleges the effusion occurred possibly due to patient age or irregular respiration of the patient.

Event description:
Follow up report needed to include corrected health impact code.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported issue remains unknown. Per the IFU, cardiac tamponade and pericardial effusion are known risks during the use of this device.